Event description:
It was reported that when unpacking an artificial urinary sphincter (aus) cuff the operator found the component "particularly flexible". The component was implanted however, immediately after positioning the cuff around the urethra it was pierced spontaneously. The cuff was not being held by forceps and the physician did not have a needle on the hand when the perforation occurred. The surgical time was increased to implant a different cuff. No additional information was reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the observed pinhole tear is consisten with tool damage likely occurring during implantation. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams800 was thoroughly analyzed. Visual and microscopical inspection identified a pinhole tear in the cuff pillow proximal to the cuff edge, consistent with sharp tool damage. Inspection of the remainder of the device did not reveal further irregularities. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that when unpacking an artificial urinary sphincter (aus) cuff the operator found the component "particularly flexible". The component was implanted however, immediately after positioning the cuff around the urethra it was pierced spontaneously. The cuff was not being held by forceps and the physician did not have a needle on the hand when the perforation occurred. The surgical time was increased to implant a different cuff. No additional information was reported.